Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale 12 previously reported events are included in this follow-up record. Product return status 5 devices were received. 7 devices were not available for evaluation.

Event description:
This report summarizes 12 malfunction events in which the device or cutting accessory fractured. 10 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.

Event description:
This report summarizes 12 malfunction events in which the device or cutting accessory fractured. - 10 events had no patient involvement; no patient impact. - 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 12 events were reported for this quarter. Product return status 5 devices were received. 3 devices were not available for evaluation. 4 device investigation types have not yet been determined. Additional information 12 devices were not labeled for single-use. 12 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 12 events were previously reported during the reporting period; however, 1 previously reported event in this report, based on additional details received, has been reported under MFR report # 3015967359-2024-00985. 11 previously reported events are included in this follow-up record. Product return status: 5 devices were received. 6 devices were not available for evaluation.

Event description:
This report summarizes 11 malfunction events in which the device or cutting accessory fractured. 9 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.